Manufacturer narrative:
Follow-up #1 date of submission 02/26/2015-product analysis:the device was returned and evaluated by product analysis on 02/11/2014 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the black box revealed no related alarms or issues; data relevant to the complaint was overwritten due to extended pump use. The total daily dose history correctly reflects the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported the patient¿s blood glucose was between 250-499 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the basal delivery totals in total daily dose match active basal program total and the bolus history and boluses recorded in the total daily dose history match. No additional information was provided. This health condition is not considered a serious injury. This complaint is being reported because the reported issue was not resolved.